Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during procedure. Please note that the procedure was completed successfully.

Event description:
It was reported that there was loss of image during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: summary of evaluation: sdc3 will not boot up, blank touch screen ¿ motherboard failed. Replaced the motherboard assembly. Qip# 10111. The device will be returned to the customer. Probable root cause: dvi / s-video/composite cables and connectors, sources and sinks. Sk28 system design (sk28 io board, sk28 m board). Sk28 firmware. Sdc3 application software. Gravity workflow software application. Software: sdc3 ipad app. Use error: manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence.